Event description:
It was reported that the patient experienced a low blood glucose of 61 mg/dl that was corrected with oral carbohydrates, with no device alarms or malfunctions reported and cause unclear. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after treatment. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or component failure based on user report and standard review. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.